Event description:
It was reported to covidien on (B)(4) 2014 that a customer had an issue with a dialysis catheter. The customer states that during a patency check of the catheter line, a leak was discovered. In (B)(6) 2012, the catheter was placed in jugular. At this time, the catheter is still in the patient. However, the physician informed that the catheter will be pulled and replaced on (B)(6) 2014. The physician used temporary glue on the catheter to prevent leakage.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.